Manufacturer narrative:
Section a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6) section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The lens diopter results showed that this production order (po) was released within diopter specifications. The product was manufactured and released according to specification. A search of complaints related to this po was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the previously implanted intraocular lens (iol) was explanted on (B)(6) 2025 and replaced with a 28.50 diopter (d) iol (model zcb00v, serial number (B)(6)) because the auto-referencing system showed the following post-operative values on (B)(6) 2025: +6.25 ¿ 0.25 99 degrees. Subjective comparison +6.25 d. Following lens replacement, the patient ended up with a vision correction of -7.5 d. The target was emmetropia. On (B)(6) 2025, the lens (serial number (B)(6)) was explanted and replaced with a sensar aab00 model iol (20.0 d, serial number (B)(6)). The patient's visual acuity was -0.25 at their 1 day post-operative follow-up appointment. No further details were provided. This report is for the first replacement lens (serial number (B)(6)). A separate report (MFR 3012236936-2025-0000801) was submitted for the initial lens serial number (B)(6) (model zcb00v, 20.0 d).